Event description:
It was reported that the patient presented to the emergency room with pre-syncopal symptoms. Upon interrogation, the right ventricular lead exhibited oversensing resulting in inhibition of therapy. It was suspected that the lead had dislodged. On (B)(6) 2018, the patient presented for lead revision. When attempting to reposition the lead, the stylet would not advance down the lead and the helix would not retract. The lead was explanted and replaced. Patient was stable post procedure and will continue to be monitored normally.